Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with unspecified mentor saline breast implants and experienced dizziness, headaches, muscle ache and weakness, chronic fatigue, kidney infections, urinary tract infections, blurred vision, hair loss, painful joints, weight gain, gallbladder failure, numbness in extremities, neck and back pain, swelling, brain fog, memory loss, severe bruising, low libido, shortness of breath, anxiety, hormone disruption, muscle twitching, light sensitivity, skin changes, premature aging, food intolerance, candida. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two implants.

Manufacturer narrative:
On mar 31 2020, additional information was received indicating the patient underwent device removal on (B)(6) 2019. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).